Event description:
It was reported that the universal oscillating saw attachment was out of service during surgery. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/29/2012. Evaluation of the device observed every device displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.